Event description:
A problem was reported with the pump's touchscreen, which was unresponsive. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy.